Event description:
(B)(4). Allegedly, revision surgery of the left hip due to early procotyl l cup loosening and migration. Removal of loosed acetabular component (procotyl l), threaded cup implantation, replacement of modular neck and head (due to infection risk reduction). Additional information received on 10/09/2020 from clinical department : adding lot numbers of the products , updating customer and doctor information.

Manufacturer narrative:
Additional information was received on 10/09/2020, updated patient age, incident description, lot number, initial reporter information and investigation codes.

Manufacturer narrative:
Update initial reporter information.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
(B)(4). Allegedly, revision surgery of the left hip due to early procotyl l cup loosening and migration. Removal of loosed acetabular component (procotyl l), threaded cup implantation, replacement of modular neck and head (due to infection risk reduction).